Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. The helix was extended and unable to be extracted. A lead fracture was suspected. There were no adverse patient effects reported. The lead is not expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned with the helix extended. The helix was deformed; this was determined to have been damaged induced at the implant procedure. The lead was determined to be electrically continuous, no fracture was identified.

Event description:
Subsequently, the lead was returned for analysis.